Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was stuck in the motor error loop during bolus/basal delivery and alarm noted in the alarm history screen. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform excessive no delivery test, occlusion test and bolus wizard test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 274 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.